Event description:
Information received from the field notes that after implant, "the patient was p tracking at a rate of 75 ppm when the device was observed to not track a single p wave." During the next 48 hours, multiple recurrences of the nnon- tracked p waves were observed and documented. The patient was in complete heart block with an idioventricular rate of about 20 bpm. Subsequently, the device was replaced.